Event description:
During spine cased in (B)(6), the surgeon discovered mis-positioned screw placement. This occurred in two separate cases affecting two different patients.

Manufacturer narrative:
Pt info was not available for either pt but has been requested. Device is currently being returned to medtronic navigation (B)(4). Eval will be conducted on the product upon receiving device.